Manufacturer narrative:
Event data from the device was retrieved and reviewed. Evidence of downward trending flows was confirmed. However, root cause of the issue could not be determined from the data review. A service engineer evaluated the device at the customer site. The device was tested in both preparation and liver on board mode. The device consistently maintained and regulated pressures and flow rates as expected. The device passed all testing completed.

Event description:
The device user (du) reported arterial flow was low. Initially arterial flow was good (0.4l/min). But, it tapered off after a few minutes. As a result of the flow issue, the du decided to discard the donor liver.